Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately at the distal tip. Small fragments were found missing. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer found shaft and wrist damage on a cadiere forceps instrument. The procedure was completed with no reported injury.